Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 27-jul-2018 with the following findings: a review of the black box showed unexplained power on reset events. No damage was found to the battery compartment or the returned battery cap. No moisture/corrosion was found in the battery compartment. The returned battery cap fully attached to the pump. The pump powered up with auditory and vibratory alarms, and a blank display. The pump cover was removed to find a cracked display screen. The allegation of a power issue was unable to be adequately investigated due to the blank display.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.